Manufacturer narrative:
The investigation is ongoing.

Event description:
A customer reported they had leaking bags of prismasate. The pharmacist noticed the leaks when he squeezed the bags as instructed. The leaks occurred in the middle of the top chamber. The remaining pallet of bags was returned to manufacturer. The leaks occurred in the pharmacy, there was no patient involvement.